Event description:
When attempting to use fenestrated bipolar and monopolar scissor instruments, no energy was coming out of either. Registered nurse (rn) turned off erbe generator and turned back on, no change. Cords changed with no change. Biomed called and accredited case manager called into room to witness event. Rn then changed out both instruments for new ones and both worked.